Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) battery status went from mol2 to eol in two months. The nurse attempted to perform a manual capacitor reformation, but the ICD did not complete the capacitor reformation. The ICD was removed.